Manufacturer narrative:
(B)(4). One unit of dilator was returned. Blood particulates were noted on the unit. No issues noted in advancing an in house 0.035' guidewire. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed-a patient presented in the or for a tavr procedure. The arteriotomy was clear of calcification with moderate tortuosity. The physician encountered issues advancing and withdrawing the expandable procedural sheaths and with the wire buckling. Following the tavr, an 18f manta was planned for closure in the right common femoral artery. The manta sheath dilator was inserted over the tavr wire. The tavr wire was removed, and a j-wire was inserted into the manta sheath dilator although it would not pass through into the artery. The manta instructions for use (lbl-004 r b) posts warnings not to use manta if there is marked tortuosity of the femoral or iliac artery, and not to use if there is difficult dilation from initial femoral artery access (e.g., damaging, or kinking dilators) while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the depth location procedure. The physician removed the manta sheath dilator and used a micro-puncture dilator to advance the j-wire through the manta sheath and into the artery. The manta device was loaded and deployed. Pulsatile bleeding was seen post-deployment. Balloon angioplasty was applied to tamponade and a covered stent was deployed. The patient did not experience any harm or consequence from this event and the outcome post-procedure was stable. The root cause of the extended hemostasis requiring a covered stent is user error in poor patient selection, using manta in tortuous arteriotomy, and continuing to use manta after experiencing difficulty in dilation.

Event description:
It was reported that: physician stated that after removing the tavr wire, to replace with the case j wire, it would not go back through the sheath dilator. Bleeding from the site post deployment. Site repaired with peripheral balloon and covered stent. Additional information: access was in the central right common femoral artery. There was moderate tortuosity and no reported calcification. The physician stated that there were some issues with sheath exchanges and wire buckling. During the procedure the manta sheath and dilator were inserted over the tavr wire, the tavr wire was then removed and the case j was inserted into the manta sheath dilator, however it would not pass through into the artery. The physician removed the manta sheath dilator and used a micro puncture dilater to get the .035 wire through the manta sheath diaphragm and back into the artery. Once the case wire was placed back into the artery through the existing indwelling manta sheath (via the micro puncture introducer), the manta device was loaded and deployed as "normal". No transfusions were required. Physician stated that the manta was deployed as normal, however had some pulsatile bleeding from the site post procedure. The site was repaired using a peripheral balloon and covered stent. The patient was reported to have no harm from the case and was reported as fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: physician stated that after removing the tavr wire, to replace with the case j wire, it would not go back through the sheath dilator. Bleeding from the site post deployment. Site repaired with peripheral balloon and covered stent. Additional information: access was in the central right common femoral artery. There was moderate tortuosity and no reported calcification. The physician stated that there were some issues with sheath exchanges and wire buckling. During the procedure the manta sheath and dilator were inserted over the tavr wire, the tavr wire was then removed and the case j was inserted into the manta sheath dilator, however it would not pass through into the artery. The physician removed the manta sheath dilator and used a micro puncture dilater to get the .035 wire through the manta sheath diaphragm and back into the artery. Once the case wire was placed back into the artery through the existing indwelling manta sheath (via the micro puncture introducer), the manta device was loaded and deployed as "normal". No transfusions were required. Physician stated that the manta was deployed as normal, however had some pulsatile bleeding from the site post procedure. The site was repaired using a peripheral balloon and covered stent. The patient was reported to have no harm from the case and was reported as fine post procedure.